Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the shell. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 110024468 g7 dual mobility liner 60mm j lot# 512100; 110031020 item name vivacit-e dm bearing 28x60mm lot # 64709980; 010000998 item name g7 screw 6.5mm x 25mm lot # 7453205; 010000998 item name g7 screw 6.5mm x 25mm lot # 6973105; 010000998 item name g7 screw 6.5mm x 25mm lot # 3920103; 010000996 item name g7 screw 6.5mm x 15mm lot # 7053137; 010000996 item name g7 screw 6.5mm x 15mm lot # 6825841; 010000997 item name g7 screw 6.5mm x 20mm lot # 7091303; 010000999 item name g7 screw 6.5mm x 30mm lot # 7438777; 010000998 item name g7 screw 6.5mm x 25mm lot # 7042299. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01959. The device will not be returned for analysis as it currently remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient will undergo a revision in the future due to screw fracture and cup loosening. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d4: lot number updated to unknown as lot previously provided is incorrect.